Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the flow sensor to function as intended throughout the evaluation. The flow readings were within specification when compared to the readings of a lab use only flow sensor.

Manufacturer narrative:
Updated block: d10.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was doing a replacement for another flow sensor when he found that the two replacement sensors were less accurate than the original. The original was reading within specification, but towards the upper bound. Both replacement sensors he tested were off by about 10 percent which is the upper bound of the specification. He checked the original flow module and flow sensor and verified correct operation. The unit operated to the manufacturer¿s specifications. The two suspect sensors were sent back to the manufacturer for further evaluation. This complaint is related to (B)(4) / medwatch #1828100-2020-00164 and (B)(4) / medwatch #1828100-2020-00165.

Event description:
Upon receipt of the device, the user reported that the flow sensor had inaccurate flow readings. There was no patient involvement.